Manufacturer narrative:
This is one of two products used in the same pt and reported under manufacturing report number 9616099-2010-00030. Add'l info will be submitted within 30 days from receipt.

Event description:
The pt was admitted on with a 90% de novo lesion in the mid right superficial femoral artery. The lesion had minimal calcification and measured 44.5mm. The lesion had a bent between 0-180 degrees. The right side was accessed with a 6fr sheath via antegrade approach. The lesion was pre-dilated. An 8 x 20mm and an 8 x 40mm smart control stents were deployed overlapping. The lesion was post-dilated. There was 0% residual stenosis. A type a dissection was observed after the post-dilation. The event was not treated and was considered of mild severity. The pt was discharged home the following day. The rutherford scale category was 2. During the 30 days f/u, the pt reported that approximately 15 days after discharge, he experienced symptoms of claudication or equivalent or change in target limb status, specifically, mild pain in the heel of the target limb. An ultrasound was performed during this f/u. The brachial pulses for the left leg were palpable. There were no major clinical adverse events reported. During the 6 months f/u, the pt did report symptoms of claudication or equivalent or change in target limb status. The values of the ankle-brachial index (abi) pressures at rest were not reported. The rutherford scale category was 2. The brachial pulses for the left leg were palpable. A major clinical adverse event was reported since last contact. The ultrasound revealed that there was 50-99% stenosis distal to the stent.